Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Vacutainer leaking. Patient was here for IV start & blood draw at the same time. When pulling the last tube of blood from the vacutainer, released the tourniquet & noticed blood squirting out in a stream from the vacutainer. Felt wetness on my leg & her blood was on my pants. The stream continued until I disconnected the luer lock from the extension tubing. Product was used and disposed of as it contained bodily fluids.